Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports feeling sweaty and shaky. In addition, the patient reports having a burning sensation at the pod infusion site. While sleeping the patient had a loss of consciousness and had awoken in the ambulance on the way to the hospital. The patient reports their blood glucose level was low as they were delivered a bolus of insulin all at one time. Once at the hospital the patient was treated with a heating blanket due to a low body temperature. In addition, the patient was treated with intravenous dextrose. The patient was discharged from the hospital after 3 days. The patient reports after this event they have discontinued pump therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 1.0.91 cloud - smartphone operating system data not available cloud - smartphone hardware n5004l cloud - cgm sensor type unspecified.